Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform displacement test due to missing spring. Insulin pump received with stripped battery cap coin slot(p), cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was damaged . The customer stated that she was unable to remove the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.